Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2, d3, d4, g4-510k: this report is for an unknown screwdriver/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D4: part and lot number provided by initial reporter. Part: 313.390 and lot: 8604809. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E1 initial reporter address line 1: (B)(6) h3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in france as follows: it was reported that on (B)(6) 2024, on the day of the operation, in the operating room during epiphysiodesis, the hexagonal screwdriver for perforating screw removal screwdriver broke in the screw, and then migrated into the joint. Arthroscopy was required to recover the foreign body. A device of another reference was used to finish the procedure. This report involves an unknown screwdriver. This is report 1 of 1 for (B)(4) .

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: a product investigation was conducted. The device associated with this report was returned to depuy synthes for evaluation. Investigation findings revealed distal tip of the device is broken. Broken fragment was not returned for analysis. The device exhibits damage consistent with repeated use, considering age of the device is more than 10 years. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection was not performed due to post manufacturing damage. The overall complaint was confirmed as the observed condition of the cannulated 3.5mm hexagonal screwdriver would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: device history record (DHR) review conducted: product code: : 314.19. Lot number : 8604809. Release to warehouse date : 19.dec.2013. Expiration date : na. Supplier: na. Manufacturing site: werk hagendorf. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for one (1) cannulated 3.5mm hexagonal screwdriver.